Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty-one (21) representative unopened samples were received for analysis. Product code 8521h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -did the reported issue contribute to any patient adverse consequences? - how many devices demonstrated the alleged deficiency? - please provide the source or name of person providing answers to follow-up questions: they were not made aware of any patient adverse consequences. Unknown to how many devices. The main nurse that filed the complaint has been out. They will return monday 4/20. Happy to report back with anything else that comes up. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure the needles are detaching from the sutures. No other information that was provided. No patient consequences. Device will be returning. Additional information was requested.